Event description:
It was reported there were high/unstable thresholds with loss of capture on the right ventricular lead. It was further reported there was high impedance and a possible fracture. The lead remains implanted out of service and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-35, lead, implanted: (B)(6) 1998. (B)(4).